Event description:
Upon insertion of a tampon consumer felt discomfort. Consumer removed the tampon and advised there appeared to be two tampon pledgets attached by one string. No injury reported. It is specially impossible to fit two tampon pledgets in one applicator.